Event description:
The customer stated that insulin was leaking into the reservoir compartment. The customer's glucose reading at the time of call was 192 mg/dl. Troubleshooting was performed. The customer stated that she filled the reservoir the night before, and in the morning her reservoir was empty. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.